Event description:
It was reported that a balloon leak occurred. The 85% stenosed diffused target lesion was located in the middle to distal end of the left circumflex artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, after a guidezilla guide extension catheter was placed, the balloon was advanced and injection of contrast agent was started. However, it was noted that the contrast media started to leak. The device was removed from the patient's body where it was noted that the balloon was kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Evice evaluated by manufacturer: the device was returned for analysis. A visual examination identified that there was blood in the balloon material which suggests that there is a leak in the device. Multiple kinks were noted along the shaft of the device. A leak was detected in the polymer extrusion shaft 210mm proximal to the proximal balloon bond. A microscopic examination of the damaged shaft identified minor abrasion marks on the shaft which possibly contributed to the hole in the shaft. This type of damage appears to be from a sharp object coming into contact with the shaft of returned device. No issues existed with the tip, blades, balloon or markerbands. No other issues were noted during analysis.

Event description:
It was reported that a balloon leak occurred. The 85% stenosed diffused target lesion was located in the middle to distal end of the left circumflex artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, after a guidezilla guide extension catheter was placed, the balloon was advanced and injection of contrast agent was started. However, it was noted that the contrast media started to leak. The device was removed from the patient's body where it was noted that the balloon was kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.